Manufacturer narrative:
H.6. Investigation: the complaint could not be verified because a sample was not returned for investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer.the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that as lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown. It was reported that medication was leaking from holes in IV tubing inside the pump.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on (B)(6) 2020. Medwatch report # mw5094207. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: material no: 2426-0007, batch no: unknown. It was reported that medication was leaking from holes in IV tubing inside the pump.